Event description:
Received information that alleged pump stopped all insulin delivery. The customer's blood glucose level was not impacted.

Manufacturer narrative:
Product has not been returned for evaluation. Should new information become available a follow-up report will be submitted.